Manufacturer narrative:
The complaint states when implanting the ceramic insert, it cracked off in pieces around rim of cup. Surgeon removed insert and pieces that chipped off. Examination of the returned product confirms the reported material fracture. The initial review of the information made available to the investigation found the product was to specification at the time of manufacturing. Further investigation by the manufacturing supplier is in-process. The complaint will be re-opened when that investigation has concluded. At this time a need for corrective action has not been identified. This information and the returned product have been sent for further investigation to the ceramic supplier. The supplier will carry out further in-depth analysis to assist in the determination of the root cause. The investigation shall be closed with an interim report and be reopened when the suppliers report is completed. The investigation will be closed with an interim report and will be reopened when the ceramic supplier¿s report is completed. **addendum added 07 oct 2015 ** the complaint was reopened as the supplier report was received which states the complaint was reopened as the supplier report was received which states the density of the insert was analysed and found to be complying with the delivery specification for biolox delta components. The microstructures as obtained from the quality documents accomplish the requirements as specified at the time of production. There are no indications of any pre existing material defect. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
When implanting the ceramic insert, it cracked off in pieces around rim of cup. Surgeon removed insert and pieces that chipped off.

Manufacturer narrative:
Examination of the returned product confirms the reported material fracture. The initial review of the information made available to the investigation found the product was to specification at the time of manufacturing. Further investigation by the manufacturing supplier is in-process. The complaint will be re-opened when that investigation has concluded. At this time a need for corrective action has not been identified. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).